Event description:
It was reported that this newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD) stored a smart pass episode due to undersensing with some noise. A boston scientific (bsc) technical services (ts) consultant stated the observed noise did not contribute to the episode. The consultant discussed that there were low amplitudes followed by larger amplitudes and troubleshooting steps were provided. The patient subsequently received an inappropriate shock due to oversensing of myopotentials. X-rays revealed a sharp bend in the associated electrode. Automatic set up was performed and the template was updated. Smart pass was turned back on and the device was manually programmed to secondary 1x. No additional events have been stored since reprogramming was performed. The presenting subcutaneous electrograms were free of noise and better amplitude measurements were observed. Continued monitoring was recommended. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Device technical analysis: this product remains implanted and in-service. As such, physical analysis has not been conducted in our laboratory. Device history review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Risk review: a risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Device labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: the device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk.

Event description:
It was reported that this newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD) stored a smart pass episode due to undersensing with some noise. A boston scientific (bsc) technical services (ts) consultant stated the observed noise did not contribute to the episode. The consultant discussed that there were low amplitudes followed by larger amplitudes and troubleshooting steps were provided. The patient subsequently received an inappropriate shock due to oversensing of myopotentials. X-rays revealed a sharp bend in the associated electrode. Automatic set up was performed and the template was updated. Smart pass was turned back on and the device was manually programmed to secondary 1x. No additional events have been stored since reprogramming was performed. The presenting subcutaneous electrograms were free of noise and better amplitude measurements were observed. Continued monitoring was recommended. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.